Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, computed tomography of abdomen and pelvis without contrast was performed which revealed an inferior vena cava filter. A few of the limbs extend through the wall of the inferior vena cava entering the surrounding pericaval fat. One of the medially directed limits enters the adventitia of the mid abdominal aorta. The posteriorly directed limbs extend into the right psoas muscle. One of the anteriorly directed limbs abuts the pancreatic head. After two weeks, digital subtraction angiography was performed for inferior vena cava filter removal which showed through the right jugular vein approach, catheters were advanced using standard guide wire technique. Multiple angiographic pictures were taken, and appropriate pressures obtained. Difficulty capturing filter. Standard set 18-30 120 7f snare introduced, removed and reintroduced. Multiple attempts were made to snare the device. Cook vena cava filter retrieval set prepped attempting to reposition inferior vena cava filter with the angio dynamics 5f soft-vu catheter. Cook filter retrieval set was reintroduced. Abbott vascular 0.014 * 300 prowater flex snared in attempt to use the wire to snare the hook of the inferior vena cava filter. Unable to snare filter. Cook vena cava filter retrieval set reintroduced. Inferior vena cava filter snared and retracted into retrieval catheter. After review of the angiography and assurance of the patients stability, the catheter was withdrawn from the sheath and successful filter removal achieved. Status post successful filter removal distal 2 cm of one tine retained against inferior vena cava wall. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, filter detachment and retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated. Approximately seven weeks post filter deployment, during a filter retrieval procedure, the filter was successfully retrieved; however, a detached limb remained against the inferior vena cava wall. One detached strut enters the adventitia of the abdominal aorta and one anteriorly abuts the pancreatic head. The device was removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with deep vein thrombosis and a contraindication to anticoagulation status post knee surgery was scheduled for inferior vena cava (ivc) filter placement. Access was gained to the left femoral vein and angiogram performed demonstrated no ivc thrombus. The filter was successfully deployed in the infrarenal ivc without incident. The sheath was removed and manual pressure was applied for ten minutes. Approximately seven weeks post filter deployment, the patient was scheduled for a filter retrieval procedure. Access was gained to the right jugular vein and an angiogram was performed. The filter was successfully removed; however two centimeters of a distal limb remained against the ivc wall. The sheath was removed and manual pressure was applied for five minutes. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege the filter was implanted successfully below the renal veins. Approximately seven weeks post filter deployment, the patient was scheduled for a filter retrieval procedure. Access was gained to the right jugular vein and an angiogram was performed. The filter was successfully removed; however two centimeters of a distal limb remained against the ivc wall. Based on the medical record review, filter limb detachment during retrieval can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with deep vein thrombosis and a contraindication to anticoagulation had an inferior vena cava (ivc) filter deployed without incident. Approximately seven weeks post filter deployment, during a filter retrieval procedure, the filter was successfully retrieved; however, a detached limb remained against the ivc wall. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.